Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, no anomalies were noted to the microcatheter. During functional testing, friction was encountered while pushing a demonstration mandrel through the lumen and the ptfe (polytetrafluoroethylene)inner coating exited through the distal tip of the catheter. Device analysis noted that ptfe inner lining was peeling was causing friction. It is possible that this defect was caused by a guide wire used in the procedure; this however cannot be conclusively determined. Based on the analysis results an assignable cause of procedural factors will be assigned to the investigation since it is likely that procedural factors contributed to the observed damages limiting the performance of the microcatheter during the clinical procedure.

Event description:
Analysis of the returned device found that the microcatheter (subject device) ptfe (polytetrafluoroethylene) coating was peeling off. There was no clinical consequence to the patient as a result of this event.